Manufacturer narrative:
On (B)(6) 2025, a 52-year-old female patient undergoing online hdf therapy with the lixelle s-15 column for dialysis-related amyloidosis experienced symptoms consistent with an anaphylactic reaction, including pruritus, erythema, and edema. The treatment was immediately discontinued, and the patient was transferred to an emergency facility. She was hospitalized for one day and recovered without sequelae. The patient has a known allergic predisposition and was receiving multiple medications, including upasita, which she suspected as a potential cause. However, the involvement of the lixelle device could not be ruled out. The device had been used since (B)(6) 2025, without prior incidents. The lot number was either bmp1920 (delivered (B)(6) 2025) or bmp1924 (delivered (B)(6) 2025) but could not be definitively confirmed. No other adverse events have been reported for these lots. The medical institution decided to discontinue use of the device for this patient and stated that no further investigation is planned due to the complexity of the patient's background and the lack of definitive causality. The product remains listed and active under hde approval (h130001).

Event description:
As an importer, we are required to report per 21cfr803.40(a). MFR MDR#3002808904-2025-00029 on (B)(6) 2025, a 52-year-old female patient undergoing online hdf therapy with the lixelle s-15 column for dialysis-related amyloidosis developed symptoms consistent with an anaphylaxis-like reaction. At approximately 14:17, she experienced itching on her palms and soles, followed by redness in her right upper limb. By 14:54, she developed widespread rash and severe itching, prompting immediate discontinuation of dialysis. The rash progressed to urticaria, and the patient was urgently transferred to (B)(6) hospital. Upon arrival, itching had improved, but elevated blood pressure and headache persisted. Epinephrine (epipen) was administered, although later determined to be contraindicated for this patient due to her known allergy profile. She was hospitalized for one night and discharged the following day. On (B)(6), a physician diagnosed the event as likely anaphylaxis. The patient has a complex medical history including diabetes-related nephropathy, renal sclerosis, congenital renal agenesis, and dialysis-related amyloidosis. She has multiple drug allergies and had been receiving upasita for approximately one year. While the exact cause of the reaction remains unclear, the lixelle device could not be ruled out and was therefore reported.